Manufacturer narrative:
(B)(4). Date sent: 2/21/2024. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable event, and is being considered not reportable.

Event description:
It was reported that during a pancreas procedure the patient with a tumor of the head of the pancreas, who underwent the procedure, and a tumor was identified that was strongly adhered to the colonic vessels, making it necessary to proceed with a right ileocolectomy intraoperatively, therefore requiring an additional load of a 75 mm linear stapler, in addition to those previously requested for scheduled surgery. I would like to add that during the use of the stapler, it developed an irreversible defect, blocking the device during stapling, making it impossible to use afterward. There were no patient consequences.

Manufacturer narrative:
(B)(4). Date sent: 12/4/2023. D4 batch # unk. H6: health effect ¿ clinical code gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: did the patient suffer any consequence as result of device issue? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.